Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so; the malfunction did not recur after the reset, allowing the customer to continue using the pump with an understanding to contact support if the issue reappeared.